Manufacturer narrative:
This event has been reported under (B)(4). Upon completion of investigation a final/supplemental report will be submitted. If any additional information is provided a supplemental report will be submitted.

Event description:
It was reported that outside of surgery, when the machine was plugged in it burned the fuses and the power cord from connection to machine. No adverse events were associated with this malfunction as no patient involvement was noted. Due diligence is in process and there is no additional information available at this time.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the power cord was burnt and the power inlet module fuses were blown (no melting/burning/charring of the power inlet module found). The power inlet module was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the fuse was blown on the power inlet module. Due diligence is complete and there is no additional information regarding the event.